Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had a chronic driveline infection. The bacteria is pseudomonas, multi-drug resistant. The pump was working as intended; no other known issues. The patient was started on ongoing antibiotic therapy. There are no further plans to treat the infection. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.